Event description:
Event description guidant received information that this pacemaker, which is part of an advisory regarding the crystal timing component, was explanted and replaced with a non-guidant device due to a non-specific allegation of it being a 'dysfunctional pacemaker'. The device was explanted on january 14, 2006, and has not been returned to guidant. No adverse patient effects were reported.